Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the insulin pump doesn't on anymore. The customer stated the pump turns off even with the new battery and changed for a new one but the problem remains. The customer was advised to discontinue use of the pump and follow the medical prescription for insulin shots until replacement arrives.